Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high shocking impedance. Shock impedance was 54 ohms with shocking lead integrity test (slit) before dfts; test with shock was 29 ohms. There was noise on the shock electrogram. Shock impedance was >125 ohms; pace impedance was normal. A boston scientific technical services (ts) consultant discussed that it was likely a connection or setscrew issue. Ts recommended performing a test shock to assure that therapy was available. To date, there have been no reported adverse patient effects associated with this clinical observation. Follow up testing will be performed at a later date. --

Manufacturer narrative:
(B)(4). As of today, the available information suggests this implantable cardioverter defibrillator (ICD) and rv lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that almost seven years later, this device was explanted due to normal battery depletion and the right ventricular (rv) lead remains in service. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and header, and minor body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.